Event description:
Had to get the tampon removed- vagina [foreign body in reproductive tract] distress inside the vagina [vaginal disorder]. Went to pull it out and the string broke off and had to get the tampon removed [complication of device removal]. Tampon string broke off...had become detached [device breakage]. Case narrative: relative reported via e-mail that their daughter used the tampon and the string broke off during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Had to get the tampon removed- vagina [foreign body in reproductive tract]. Distress inside the vagina [vaginal disorder]. Went to pull it out and the string broke off and had to get the tampon removed [complication of device removal]. Tampon string broke off. Had become detached [device breakage]. Case narrative: relative reported via e-mail that their daughter used the tampon and the string broke off during removal. No serious injury reported.